Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip extra care with poliseal (formulation # (B)(4)) for denture adhesion. A physician or other healthcare professional has not verified this report. Concurrent medications included copper salt (copper). No further medications or treatments were provided. On an unk date, the pt started super poligrip extra care with poliseal at 5 to 6 times per day. At an unk time after starting super poligrip extra care with poliseal, the pt experienced neuropathy, anemia, copper deficiency, nerve damage, diarrhea, loss of balance, numb feet, inability to walk, eye disorder, unable to see, weakness, copper low and staggering. The pt stated that she had to use a walker and was unable to go up steps. According to the pt, she saw a television commercial about super poligrip and she had all the symptoms that they reported, with the events starting a couple of yrs (dates unspecified) prior to this report. The pt was hospitalized several times (dates unspecified) for up to two weeks in duration, with her most recent hospitalization occurring approximately five months prior to this report. The pt also reported that she received blood transfusions on a daily basis, stating that she received four pints of blood. In addition, the pt reported that she received copper both intravenously and orally. Treatment with super poligrip extra care with poliseal was continued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
MFR's comment: super poligrip is mfg in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).